Event description:
It was reported that the guide wire(subject device) was advanced in tortuous patient anatomy with severe stenosis and the physician encountered resistance during insertion. The guide wire was advanced past the target lesion and the catheter was placed. When the physician withdrew the guide wire, the guide wire tip fractured in the micro catheter. The physician was not aware of the fracture and injected contrast medium into patient vessel, the fractured tip was flushed to distal of intracranial vessel. The patient was transferred to another hospital to undergo a second procedure to remove the fractured guide wire tip out of the patient anatomy. The guidewire tip was successfully withdrawn with a stent. During the second procedure, the patient got headache, occlusion at both sides of vessel and became comatose. The patient had neurological disorders not confirmed to be related to the second procedure. The patient¿s family elected not to continue further treatment and the patient was discharged home. No other information is available.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the guide wire was kinked at 44cm & 110cm from the proximal end. The distal 13cm of the guide wire was kinked and stretched and broken. One of the returned micro catheters was kinked at 9cm from the distal end. The second micro catheter was unable to be removed from its dispenser hoop due to solidified contrast media. No other anomalies were noted. A functional test could not be performed due to the condition of the returned device. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use and was prepared per the dfu, continuous flush was maintained, the anatomy was tortuous and the stenosis was severe, and resistance was noted when inserting the guide wire. During analysis, the returned guide wire was found kinked on its proximal ptfe section and was kinked, stretched, and fractured on its distal nitinol end. One of the micro catheters returned with the guide wire was kinked on its distal end. Based on the investigation, it is likely that the micro catheter was kinked during the case due to the patient's tortuous anatomy and the resulting damage caused the guide wire to kink and fracture on its distal end while advancing through the micro catheter against resistance. It is likely that the headache experienced by the patient following the first procedure was related to the un-retrieved guide wire fragment. Therefore, a probable cause of procedural factors will be assigned to the as reported/as analyzed guide wire distal end/tip broken inside patient, the as reported patient serious headache, and the as analyzed guide wire distal end kinked since these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. It can be presumed that the proximal end of the guide wire was damaged during the procedure as force may have been applied when the friction was felt. Because this defect appears to be associated with handling of the product or portion of the product during the procedure, a probable cause of handling damage will be assigned to the as analyzed guide wire kinked. It was reported that during the second procedure to take the broken guide wire out, the patient got occlusion at both sides of the vessel and was comatose. Based on the investigation, it is unclear whether these neurological deficits were directly caused by the second procedure. Therefore, undeterminable will be assigned to the as reported patient complications and patient vessel occlusion.

Event description:
It was reported that the guide wire(subject device) was advanced in tortuous patient anatomy with severe stenosis and the physician encountered resistance during insertion. The guide wire was advanced past the target lesion and the catheter was placed. When the physician withdrew the guide wire, the guide wire tip fractured in the micro catheter. The physician was not aware of the fracture and injected contrast medium into patient vessel, the fractured tip was flushed to distal of intracranial vessel. The patient was transferred to another hospital to undergo a second procedure to remove the fractured guide wire tip out of the patient anatomy. The guidewire tip was successfully withdrawn with a stent. During the second procedure, the patient got headache, occlusion at both sides of vessel and became comatose. The patient had neurological disorders not confirmed to be related to the second procedure. The patient¿s family elected not to continue further treatment and the patient was discharged home. No other information is available.